Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller reported the patient was feeling shocking. It was noted the patient had a fall in 2016 at some point, but the patient went to the doctor who said it was fine. On (B)(6) 2016, the patient went through (B)(6) security gates and had a severe shock that almost caused her to buckle to her knees. On (B)(6) 2016, the same thing happened at a different (B)(6). The patient is also having problems in the lower back where the system is connected, complaining that her back hurts. She went to the chiropractor recently. She also has a hip misalignment with one leg shorter than the other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.